Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pin 8 on the j2 connector was damaged. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were found to be in normal shape and condition. Upon conclusion of the analysis, the reported problem was verified during lab evaluation.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient or user involvement and no adverse patient/user impact.